Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported separation appears to be related to operational context. Return device analysis noted that the hypotube fracture face was oval shaped which can indicate the hypotube was kinked and then separated. In this case, it is likely that the balloon dilatation catheter was inadvertently mishandled during removal from the packaging such that the shaft became kinked and upon further manipulation it ultimately separated. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: correction health effect - impact code 2199 was removed. H6: correction medical device problem codes 1528, 2017 and 2920 were removed.

Event description:
Subsequent to the initially filed reports the device was received with no signs of use. The account stated that the device was noted to be separated upon opening and the device was not used in the anatomy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code: 2017 - excessive force.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery. The 2.0x20 mm mini trek balloon dilatation catheter met resistance during advancement but was able to reach the lesion. The balloon was inflated once to 8 atmospheres. During withdrawal, resistance was noted and the shaft separated. The separated portion was simply withdrawn. Another same size mini trek balloon was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.